Manufacturer narrative:
Device was returned without a specific complaint. The device was received in normal range of option. Analysis of device image was performed, and no anomalies were noted. Further electrical testing was performed, and no anomalies were noted. Longevity assessment was performed, and device was found to have normal battery depletion based on usage.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unspecified reason. As a resolution the ICD was explanted and replaced. Further information was requested but not received.